Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on 11th november 2013; that during the unknown surgery on (B)(6) 2013 the connecting screw broke during the surgery, the other part stayed in the screw; no part stayed in the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation performed by the complaint handling unit visual inspection of the returned device revealed the threaded part of the connection screw is stuck in the dhs (dynamic hip system) screw. The relevant dimensions of the dhs screw cannot be verified anymore as the fragment of the connection screw is stuck in the thread. Therefore this complaint is indeterminate for the dhs screw. However, there is no complaint on this screw and there¿s nothing mentioned that it was not possible to tighten the connection screw as required. Based on that the complaint did not state the screw could not be tightened it is unlikely the dhs screw caused this occurrence. The complaint was determined to be indeterminate.

Event description:
It was reported there was a 1 hour delay in surgery.